Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. The surgeon revised all the implants from a left mako hip done on (B)(6) 2016. He revised due to a fibrous ingrowth distal to the stem. The primary harm involved is loss of fixation femoral stem in a tha. Although the femoral component on the x-rays reviewed appears slightly undersized it appears well fixed with pristine prosthetic bone interfaces. He decided to cut the cup out as well even though it was determined to be well fixed. There is insufficient documentation presented to complete this assessment. Further documentation which would aid in its completion would include: operative report from revision surgery. Surgical implant records from the revision surgery. Laboratory reports. Surgical pathology reports. Dated pre and post op x-rays from the index and revision surgeries. Outpatient office/clinic notes. Implant retrieval if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised all the implants from a left mako hip done on (B)(6) 2016. He revised due to a fibrous ingrowth distal to the stem. He decided to cut the cup out as well even though it was determined to be well fixed. Update (B)(6) 2018: as reported by rep: patient was experiencing thigh pain.